Event description:
Nurse stated manifold port was in off position, but the IV pump did not alarm to tell her there was an occlusion. Then the nurse opened the port and the pt's blood pressure improved. Then the nurse turned the dopamine off and sometime later noticed that the medication bag was empty. The nurse reported that the medication infused to the pt even though the IV pump was turned off. The pt had a temporary elevation in blood pressure related to the infusion of dopamine and was treated with nitroglycerine and nipride. Investigation of the system could not verify the complaint that the pump didn't alarm for an occlusion and then medication infused while the pump was off. The devices all tested within specifications. Per the event logs, the actual programming does not correlate with the reported event. The event log showed that the device was programmed to infuse dopamine, had an occluded pt side alarm and infused for 3 different infusions reaching kvo twice from 7:50pm on 1/06 until 5:40am on the following day.